Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, a failure to auto-restart after downstream occlusion testing was observed and considered confirmed, but further evaluation was not conducted due to the symptom being over looked during the service process. The device was tested ensure accurate occlusion detection and proper auto-restart functionality.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to auto-restart after performing downstream occlusion testing. There was no patient involvement.